Event description:
It was reported that "at the end of the case the grounding pad was removed - a burn was present on the leg with skin adhered to the pad."

Manufacturer narrative:
It was reported that the actual device would be returned, we have yet to receive the device. When the investigation is completed, I will file a supplemental report.